Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the nurse reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope was not rotating properly, and the image was showing the wrong way. The tse informed the nurse to reseat the sterile adapter on the arm and to reseat the endoscope, and if not resolved, to rotate the shaft of the endoscope manually, which they had already performed. The nurse informed the tse that will call back to confirm if the issue was resolved. As the system was offline, the tse could not review the logs. Later, as no callback was performed, an isi field service engineer (fse) was dispatched. The procedure was completed as planned with no patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was told the upside-down issue was resolved. No site visit was conducted since the system was working properly and no additional action was required. The probable root cause may be attributed to an improper customer setup, specifically of the sterile adapter on the arm.